Manufacturer narrative:
Perforation is not specifically listed in the instructions for use. Event is still under investigation. Additional questions have been submitted to the user facility. Should additional information become available, it will be provided to FDA.

Event description:
A patient has a possible uterine perforation. The patient's outcome and if there was any intervention is unknown. Details have been requested but not provided by the reporter.